Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) was exhibiting right ventricular over-sensing. It was further noted that functional under-sensing was occurring as the pacing was delivered by the ICD but was failing to capture as it fell into the physiological refractory period. No intervention was performed. The patient was stable.